Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was not confirmed. The monitors response buttons were functionally normal. The monitor was restocked. The pt received a replacement monitor. Problem may have been related to the pt's physical ability to press the response buttons since the response buttons tested normal. Add'l MFR narrative background: a woman experienced an inappropriate shock. She began wearing the lifevest due to nonischemic cardiomyopathy with an ef of 35%. Pt report: the pt was in a hospital x-ray lab to have x-rays of her lower back taken due to a fall when the alarms began. The x-ray technician stated that the pt used the response buttons, but the pt was shocked. ECG and flag analysis: see scanned table. Conclusion: a woman experienced an inappropriate shock. The false arrhythmia detection was due to a single aberration. Although witnesses believed that the pt held the response buttons, there is no evidence of response button usage. The pt received a new system.

Event description:
The daughter of a female pt contacted lifecor customer support to report that her mother had been treated. She stated that they went to the ER this morning due to a fall her mother took. She said her mother was taken to the x-ray lab with the device on. She stated that the system alarmed and the x-ray technician stated that the pt used the response buttons, but the system proceeded to deliver the treatment shock. Support asked the daughter to download the device. She stated that she could not at this time. The pt was admitted to the hospital and then transferred to another hospital. Pt's daughter said she would download as soon as her mother was placed in a room. Later in 2007, the pt's doctor contacted support to see if he could get any information about the pt's treatment. Support explained the conversation with the daughter. The doctor stated he was confused. He stated that the ER nursed reported that the system was removed from the pt and not returned to her. He told support that the pt was admitted to the ICU and that he is unaware of the pt being transferred. Support called an account coordinator to see if they would be able to perform a download and to find out if the pt had the system. Later pt's nurse contacted support to get more information. Support explained without a download no one could determine what had happened. Nurse hung up on support. The download came through and revealed that the pt was treated although inappropriately. There was no evidence of response button usage. The lifecor territory manager stated that there were witnesses who saw the pt user the response button. However, it is believed that, because of physical difficulties, the pt may not be able to grasp the response button to prevent a treatment from occurring. Tm suggested fitting the pt with a 3000 system to see if she is able to use this better. Four days later, a lifecor pt service representative (psr) visited the pt. The psr rebaselined the pt with a 3000 monitor. Psr stated that the pt was considerably more comfortable using the response module on the e3000, than the response buttons in the 3100 model.